Manufacturer narrative:
The claimed issue was related to pre-use check failure. The issue was decided to be reported based on available information (without logs or determined faulty parts) as the reported issue may have underlying causes that may affect essential functions. In the further process of complaint handling the information received indicated that the issue was related to faulty expiratory cassette. Identification of issue has been done by analyzing problem description and service report. The device¿s logs and faulty part have been not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 11/03/2011. Corrected manufacture date: 03/11/2011.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to pre-use check failure. Identification of issue has been done by analyzing problem description. Service report and the device¿s logs have been not available for further evaluation. Based on available information, no part was replaced and returned for further analysis. Therefore, the root cause of the issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/01/2011. Corrected manufacture date: 11/03/2011.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).